Event description:
Device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. The test 14 (air sensor- low voltage) passed but the calibration of air in line sensor failed. Therefore, the air sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed on the board and the ribbon cable. However, the ceramics were found oxidized, which confirmed the event. Therefore, this complaint is considered as valid, and the root cause is likely due to a defective air sensor. Please be informed that ann internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid the trend is: abnormal.

Event description:
The following has been reported by customer: alarming "install set" customer sent in the request form reporting alarming "install set" when set has already been installed. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.